Event description:
Pt c/o false blood glucose readings with true result meter. She suspected false readings so she tested bs with another meter she currently owned. Bs was approx 40 (units) mg/dl off from true result reading. She brought the meter to me (pharmacist) and we tested her bs using another true result meter and the true result she currently owned. They both read the same: approx 85 mg/dl. I then tested her bs with 2 other meters from 2 different mfrs which read her blood sugar nearly identical: 107 mg/dl. She is an extremely compliant diabetic. She informed me her bs should be slightly higher than 100 prior to testing based on her hx and very precise eating habits. She refused to continue with the true result and I felt likewise. My confidence in utilizing this meter based on medicare's current contracts is sorely compromised. I am also planning to counsel pts for suspected false readings as this could result in hospitalizations and death. Dates of use: (B)(6) 2013.